Event description:
The patient was revised because of metallosis. Update: (B)(6) 2015 medical records reviewed, evidence suggest there may have been malposition of the components.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what was previously alleged, ppf alleges metal wear and elevated metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2011; (right hip).

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2747884 and 2942409 did not reveal any related manufacturing anomalies. A complaint database search finds no other reported incidents against lot c82fr1 since its release for distribution. Provided medical records have been reviewed. Evidence suggest there may have been malposition of the components. This and the abductor tear may be contributing factors in the problems reported. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.